Manufacturer narrative:
D1. Brand name - correction - incorrect device name was included on initial MDR. D6b. Explant date - correction - explant date was not included on initial MDR.

Event description:
Pin reinsertion and system diagnostics were performed. Lead was cleaned and header assessed. High impedance continued to be observed.

Event description:
During replacement surgery, patient had high impedance observed on the replacement generator. Impedance was unable to be measured prior to surgery due to battery depletion. No visible lead fractures was able to be confirmed by the surgeon in the surgery. The explanted lead was discarded. No additional relevant information has been received.

Event description:
During replacement surgery, patient had high impedance observed on the replacement generator. Impedance was unable to be measured prior to surgery due to battery depletion. No visible lead fractures was able to be confirmed by the surgeon in the surgery. The explanted lead was discarded. No additional relevant information has been received.